Event description:
Fill volume: unk- anp. Flow rate: unk- anp. Procedure: shoulder surgery. Cathplace: interscalene nerve block. It was reported that the patient was breaking out in hives on the "face and chest" while using a pump. Later, it was reported that the surgeon advised the patient to go to the immediate care if the patient did not improve after one hour. At the time of this report, the patient had not yet recovered. Additional info was requested, however, is not available.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. As a lot number was not provided, a review of the device history record cannot be conducted. Additional info regarding the device has been requested; however, it is not available at this time. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a f/u report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.